Event description:
The complainant had an automated impella controller pulled from service due to a controller failure. There was no patient use at the time they observed the controller failure.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller failure (red alarm) has been completed. Data analysis: console logs from the reported day of the event are consistent with the complaint, showing an controller error [pump not connected] - alarm, just after the pump was disconnected. Notably, the pump was connected and reconnected twice prior to the alarm. Device analysis: the console was returned to field service for further investigation but the issue could not be reproduced. During the inspection, visible light was observed coming out from the external optical pump connector. The voltage supplied to both the optical bench and the bulb was confirmed to be functioning correctly. The 5s parameters were checked and all were within the specified value as per the preventative maintenance (pm) procedure. Root cause: no issue were found within the console related to the controller failure. The root cause of the controller error (opm comm stopped - event # 1035) was not determined due to inability to reproduce.